Event description:
Revision surgery - due to center screw and peripheral screw broke.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-00016; 508-32-101, s303 - broke/cracked/damaged, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.